Event description:
Customer received a blood glucose result of 99mg/dl at 5 am. Pt dosed their normal 12 units of nph. Pt ate lunch at 11am. Pt fell and was unable to talk, their eyes were big and they were sweaty and shaking. Pt was given orange juice with suger. Their blood glucose was 30mg/dl. Pt laid down for a nap. Pt's daughter waited an hour and pt was still not well. Their blood glucose was 44mg/dl. 911 was called and 5 minutes later paramedics received a result of 38mg/dl. The customer was given orange juice and a glucose IV. Pt was taken to the hosp. A EKG and lab were performed. Pt was released when blood glucose level reached 168 mg/dl at the end ot the day. The doctor decreased nph from 12 units to 6 units in the am and from 8 units to 4 units in the pm. Level 1 control was in range. A request was made for the return of the suspect device and replacement product was sent.